Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt was needing an MRI of knee, caller is inquiring if pt is eligible. Caller reports he has a note stating that the ins from 2009 is no longer active and has reached eos but still implanted. Caller was not aware of second ins placed in 2016 so it is unclear if the note about eos pertains to first or second ins. No symptoms were reported. Additional information was received from a healthcare provider (hcp) on may 31st, 2022. Hcp reported patient was seen (B)(6) 2018. Patient stated they have developed a significant increase in the intensity of low back pain. Patient also developed neck pain and more frequent headaches. Patient has had 5 prior lumbar surgeries. He had a spinal cord stimulator implanted which was revised (B)(6) 2016. It was reported patient fell 7 months ago and since has not been able to charge ins. Patient has not called manufacturer representative to see if unit can get restarted. Patient complains of deep throbbing, aching low back pain and lower extremity weakness. Patient's low back pain is more intense and disabling then the lower extremity pain. Patient is complaining of increased sleep interference due to low back pain. Patient currently prescribed hydrocodone. Patient was advised to call medtronic to arrange for an evaluation of the battery. It has not functioned for the last 7 months. Hcp recommended we schedule fluoroscopy guided bilateral lumbar facet injections at levels l4-5 and l5-s1. Patient will continue medication as prescribed.